Manufacturer narrative:
The event occured 2 years ago in (B)(6) 2016 , ellex had performed a routine service check and verified the performance of the unit through a product acceptance fault (paf) record after the event. The unit operated to specifications and the minor misalignment could not have caused the adverse event. The general device aspects with respect to usability, instructions for use and the risk controls were evaluated . Adequacy of device design : indications of parameters relevant to safety : anterior and posterior offset located on the laser head control knob are letter and colour coded . Accuracy of controls : offset range is well defined with the required tolerance. Adequacy of labelling : operator manual (included in attachment) includes sufficient instructions , warnings , precautions for the safe use of the device and the labelling is considered adequate. Risk management : review indicated that the risk control measures ( ra tango reflex-08 in attachment) are adequate and within the normal use risk levels are acceptable. Customer complaints : the device has been in use for 2.5 years from the date of installation; with only 2 service calls , no other untoward incidents related to device use were reported apart from this event . E2018008.

Event description:
This event occured in USA , 2 years ago , where the physician hit the patient's natural lens which resulted in a cataract formation within 24 hours, and reduced visual acuity for the patient. This laser treatment was to the right eye only. Within a short period of time the doctor did cataract surgery and implanted an intraocular lens for improved visual acuity but patient continued to complain of light sensitivity. Possible user error.